Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple episodes of inappropriate automated mode switch noted due to noise on the right atrial (ra) lead. No intervention was performed, and the patient was stable with no consequences.